Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The device returned and it was found during visual inspection that the slack was not taken up, and the handle does not have evidence that the trip wire was secured to the post. Also, it was found that the ligator housing was returned with six bands attached to it and two bands were damaged. Based on the evidence, the as reported codes of bands failure to deploy and bands damaged/defective were confirmed. A risk review was completed and confirmed that the events of bands failure to deploy and bands damaged/defective were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Take up slack by pulling proximal end of trip wire on handle unit and secure trip wire in slot on handle unit, however, the slack was not taken up, and the handle does not have evidence that the trip wire was secured to the post. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. The reported issue bands failure to deploy was determined to be caused by failure to follow instructions. Additionally, the two bands that were found damaged, may be relate to the technique of the physician, anatomical tortuosity, or improper handling during deployment, and this will be classified as an adverse event related to procedure. Overall, the investigation concludes that the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. According to the complainant, during procedure the first band was deployed correctly, but the second and third ones were fractured. The fourth one could not be deployed normally, and the fifth and sixth ones could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. According to the complainant, during procedure the first band was deployed correctly, but the second and third ones were fractured. The fourth one could not be deployed normally, and the fifth and sixth ones could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.